Event description:
It was reported that the device was used during a radical resection of cardial carcinoma procedure. The device was very difficult to fire. The surgeon fired it two times before he heard the breaking of the breakaway washer. The case was completed with the device. The pt is being observed. As of now pt has recovered without incidence.